Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported receiving an email that the cartridge was leaking. No additional information was known or reported. Multiple follow up attempts were made by tandem technical support; however, the customer did not provide the outcome of the event.